Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-2653cl plate broke post op. The original date of surgery was (B)(6) 2020; clavicle fracture and reverse total shoulder. Patient is male, (B)(6); there was no known event that caused the break. A second surgery was done to remove the broken plate and a synthes plate was implanted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2653cl plate and 8 screws total were received for investigation. Of the 8 screws received, 6 were locking and two were non-locking. All 8 were various sizes. Of the locking screws, four were found (using 12" caliper dial ID:007) to be approximately .7", and two were found to be approximately .9". Of the two non-locking screws, one was found to be approximately .6", and the other was found to be approximately .9". Material analysis showed each screw was made of 316 stainless steel. It was assessed that the ar-2653cl plate broke at approximately 1.6" down, with both pieces returned for analysis. Visual inspection noted the presence of thread damage to the holes of the plate, and surface scratches/cuts proximal to the holes. Material analysis concluded that the plate met all as-received specifications. As such, the most likely cause of the event remains undetermined, although it was recorded that the patient experienced a non-union post-op. This submission also contains additional information that has been added to the event description is section b5.

Event description:
It was reported that the ar-2653cl plate broke post op. The original date of surgery was (B)(6) 2020; clavicle fracture and reverse total shoulder. Patient is male, 61; there was no known event that caused the break. A second surgery was done to remove the broken plate and a synthes plate was implanted. Additional information obtained 1/8/2021: the actual date of the revision surgery was (B)(6) 2020. Additional information obtained (B)(6) 2021: FDA medwatch letter (mw5098291), for report that had been submitted by the surgeon, was received. Report states: "patient had a clavicle orif for chronic longstanding non-union of clavicle. Within 6 weeks plate was noted to have bent and broke completely at 10 weeks."